Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing. It had led to pacing inhibition and triggered auto mode switch episode. No intervention or procedure were performed. The patient was stable throughout.